Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. Pt has been using ot meter for about 6 years. Event date is unknown. On event day, pt woke up experiencing frequent micturition and a hard time seeing. Pt's blood glucose was 54mg/dl on the ot meter. Pt reportedly took their set amounts of insulin and ate breakfast. For unknown reasons pt did not eat lunch. At 07:00 pm, pt was taken to ER because their symptoms persisted. Pt's blood glucose was 550mg/dl at the ER. Pt was hospitalized for a week for an unknown diagnosis. Insulin was added to their medication regimen after the event. No further information has been reported.